Event description:
Procedure: lap chole. According to the reporter: during the case, the shaft became too hot and cutting became dull. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).